Event description:
Report received of an unrequested bolus dose delivery. The pump was programmed to deliver at unspecified pump settings with an unspecified concentration of dilaudid. Shortly after programming the pump, the nurse reportedly witnessed the pump delivering a bolus does without the nurse or the patient pressing the patient pendant button. The nurse noted that the bolus cord was "nearly broken off". The pump was changed and the physician was notified. No adverse patient effect was reported. No medical interventions were required. Though requested, no additional information was available.